Event description:
It was reported that during a ureteral stenting treatment procedure, the catheter tore. They were attempting to release the loops on the 8/22 catheter and the string tore through the catheter inside the patient's body. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).